Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable clamp tubing. Per reporter no air was in the line. Per reporter residual volume was: 9.1, rate 2.0 and 82.95 was given no adverse patient effects were reported. Per reporter, no additional information is available at this time.